Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during prep the automated impella controller (aic) failed to purge in a emergency situation. A second aic was used. There was no harm reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. Data analysis: on the complaint date, the logs show that the console had piston blocked as the console is constantly trying to complete purging. This behavior also reproduced on 5/9 and 5/14 but the console is able to purge by 6/12. The real time (rt) logs from the complaint date confirms that the purge ticks only went to the 20-30 range which shows that the console was not able to have the full range of piston. Device analysis: the console was returned for investigation and the symptoms from the complaint were not reproduced as the purge motor was able to full rotate. However, the motor shaft had signs of glucose ingress. Root cause: the cause of the piston block was most likely a glucose ingress that was worn away by the console's use on 6/12 which would then continue to perform as expected once the console was returned for investigation. D9 device returned to manufacturer date added.